Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty removing the right ventricular (rv) lead and left ventricular (lv) lead from the header of the cardiac resynchronization therapy defibrillator (crt-d). The lv port setscrew was easily loosened but the lead could not be pulled from the header. The rv port setscrew felt like the wrench could not be inserted. The silicone from the header was removed and the setscrews were then retracted. It was noted that it still took a lot of force to remove the leads from the header. The leads were electrically tested and confirmed adequate function. The crt-d was explanted and replaced. The lv and rv leads remain in use. No patient complications have been reported as a result of this event.